Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations (B)(6).

Event description:
The hospital reported in a CABG case, when svg peeling was performed using vasoview and a harvesting tool was used to process blood vessels, the great saphenous vein was dissected using vasoview, and then when an attempt was made to connect it to a power supply and cauterize the vessel, it was confirmed that no electricity was passing through it. The power supply did not turn on and evh could not be performed. They tried replacing the power cable of the power supply, but it did not start. The only troubleshooting step taken was reinserting the power cable and replaced the cable. The led did not light up. There is no chance that the polyfuse (safety shutdown mechanism) would have been tripped, since the power supply was never working in the first place. The new vasoview harvesting tool was able to be opened but was not opened due to issues with the power supply. Because an alternative power supply was not available, the procedure was changed from evh to ovh (open harvesting). There was no delay. There was a change in procedure from evh to ovh, which had the effect of increasing the size of the wounds on the patient's lower extremities. Currently, patient outcomes are good.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, e1 (event site name), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Due to character limitation in e1 for event site name, the full event site name is (B)(6). Corrected field: d1. The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply or the intact power cord. An electrical evaluation was conducted. An electrical evaluation was conducted. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over three (03) repetitions using "max life test method (B)(6). The device failed the transected tissue test. The device was only able to transect two (02) times. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was not confirmed. (B)(6) 2025. An engineer evaluation was conducted. The complaint was not confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc low current output: 4.0 amps dc +/- 0.05 amps dc high current output: 6.0 amps dc +/- 0.05 amps dc the complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# 14287) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 5.49 vdc (passed test) low current output: 3.96 amps dc (passed test) high current output: 5.95 amps dc (passed test) the complaint vasoview hemopro power supply passed all three output tests. Conclusion: as a result of the complaint vasoview hemopro power supply passing all three output tests, the reported failure mode "electrical/electronic property problem" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #h18070139g. The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.